Event description:
Toothbrush [head] moves around and wobbles a lot when I brush my teeth - oral-b [device connection issue]. Toothbrush head comes out completely while I¿m brushing my teeth - oral-b [device breakage]. Looks like the pin on which you put the toothbrush head has become rounded due to wear - oral-b [device physical property issue]. Case narrative: consumer via e-mail reported that their oral-b toothbrush heads moved around and wobbled a lot, sometimes coming out completely while brushing their teeth with the oral-b pro toothbrush, model 3766. It looked like the pin they put the oral-b toothbrush head on became rounded due to wear. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.